Event description:
This pi is for the right hip. The patient's attorney reports the following situation: in 2009, the patient had left and right artificial hip joints implanted. During an orthopedic check-up in early (B)(6) 2022, the patient was informed by his orthopedist that he was aware of quality deficiencies in hip prosthesis products from the stryker company and was advised to undergo a blood test. A blood test was then carried out on the patient, which in fact revealed significantly higher levels of cobalt and chromium, giving rise to the justified suspicion of a product defect. The lawyer requests stryker to binding notify known quality defects with regard to the product batches used with the patient as well as the responsible manufacturer in accordance with the product liability act within one month of receipt of this letter. The implantation of the right hip took place on (B)(6) 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required.

Event description:
This pi is for the right hip. The patient's attorney reports the following situation: in 2009, the patient had left and right artificial hip joints implanted. During an orthopedic check-up in early april 2022, the patient was informed by his orthopedist that he was aware of quality deficiencies in hip prosthesis products from the stryker company and was advised to undergo a blood test. A blood test was then carried out on the patient, which in fact revealed significantly higher levels of cobalt and chromium, giving rise to the justified suspicion of a product defect. The lawyer requests stryker to bindingly notify known quality defects with regard to the product batches used with the patient as well as the responsible manufacturer in accordance with the product liability act within one month of receipt of this letter. The implantation of the right hip took place on (B)(6) 2009.